Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced multiple events of kinked cannula in the month of august around (B)(6) 2024 . Patient noticed symptoms within an hour of insertion. The site of insertion was abdomen. Patient had pain and irritation at insertion site. Patient replaced infusion set and resumed insulin deliveries successfully company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.